Event description:
A pump alarm was reported during the loading process. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to properly load a new cartridge and successfully resumed insulin therapy.